Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on the xiaomi 12, samsung galaxy a35 and google pixel 8 paired with a 780g pump running firmware version 6.7. The issue occurred consistently on these devices, displaying a ""device not found"" message on the pump. The xiaomi 12 was initially pairing successfully on android 13 but was recently updated to android 14 for testing. 100 percent reproduced. The xiaomi 13c showed a 40% occurrence rate of the issue during testing, but they were unable to reproduce it on this device in the latest round of tests this issue has been confirmed through log analysis showing supervisor timeout errors. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. After through investigation on supervisor_timeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics). The esf number that corresponds to the reported issue is: 5192632. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings . 2. Tap google , devices & sharing, cross-device services. 2.1. Or search ¿cross-device¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Based on our analysis, we can see daily snapshots, which suggest the patient is now paired. If this is not the case, please feel free to let us know, and we will be happy to reopen the complaint for further review. In addition, the development team is actively working on finding a permanent fix for this pairing issue, and further updates will be provided as we progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on the mobile device, xiaomi 12 with 780g pump running firmware version 6.7 and 6.23. The issue occurred consistently on this device resulting in pairing failure. The xiaomi 12 was initially pairing successfully on android 13 and was recently updated to android 14 for testing. The issue is 100 percent reproduced on xiaomi 12 with android 14. This issue is confirmed. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. After through investigation on supervisor_timeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisor_timeout. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. The esf number that corresponds to the reported issue is: 5233282 . This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. We kindly ask that you try using a different phone, only if one is availableâ¿¿either android or ios, with a preference for ios if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. In addition, the development team is actively working on finding a permanent fix for this pairing issue, and further updates will be provided as we progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.